Event description:
The customer reported high blood glucose. The blood glucose level was 600 mg/dl. Prior to the event, the patient experienced thirst. In troubleshooting, the drive support cap appeared normal and the insulin pump passed a manual prime test and a high placement test. It was found that the cannula was bent. The customer was advised to do an infusion set change. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.